Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient was unable to charge and had difficulty getting good coupling and difficulty maintaining coupling. It was noted that the patient had always had difficulty with recharging since implant. Called back from the rep reported they did the antenna locate feature and got good number but due to the phone coverage, they could not hear what the values were. The rep stated they were able to get 6-8 bars but just moving the recharger changed the coupling and they lost the bars. It was also indicated that the location of the ins was further up the back towards the spine which made it harder to use the waist belt. The rep had some sticky patches that he thought of trying. Further information received indicated that the patient had good coupling when he was standing but poor coupling when he sat down. The rep reported they would try another recharger. They also reported that the patient indicated that they felt stimulation right under the battery on the day of the call when the rep was having the patient tried different positions.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the patient was able to fully charge while lying down. They changed his charge routine. It was not the charger giving poor coupling. They found that the patient sitting in his specific therapy chair while charging caused the issues. The constant "stimulation" in the patient's body was most likely due to the pain killer withdraws. It was reported that they would wait for the drugs to be out of the patient system and then continue to program stimulation.

Manufacturer narrative:
Event date corrected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.